Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was not feeling stimulation, but the patient was getting 50% symptom reductions. According to the patient had a normal bowel movement at 5:30, but then at 7:43 the patient had a bowel movement that was liquid. The patient had increased to 6.0, but still could not feel stimulation and stimulation was confirmed to be turned on. Additional information indicated that the patient had major leakage the morning of the call and that the morning of the call was when the patient lost stimulation, but again the patient was getting 50% symptom reduction. In a final call from the patient the patient indicated that the device was not working and the leads were pulled. The patient reported that their device had not been working and that the evaluation had been working well, until the patient lost stimulation. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.